Manufacturer narrative:
The device was not returned for analysis. Device history records and complaint history could not be reviewed because a lot number was not provided and the device was not returned. A non-conformance was initiated to investigate the root cause associated with this failure mode. The investigation revealed loctite®, a thread locker applied at the internal threaded interface between the metal shaft and radel® plastic handle, seeped beyond the threads (preventing adequate curing) and reacted with the radel® material. This resulted in the handle cracking and/or separating and, in some instances, leakage of loctite® from handle cracks.

Event description:
It was reported that an everest xt tab removal tool handle fractured intra-operatively. The surgery was successfully completed with no delay and no adverse consequences to the patient.

Manufacturer narrative:
Stryker initiated a voluntary recall on (B)(6) 2020 and an urgent medical device recall letter was sent to the affected customers notifying them of the product issue and associated risks and providing instructions pertaining to the removal and return of the product to stryker.

Event description:
It was reported that an everest xt tab removal tool handle fractured intra-operatively. The surgery was successfully completed with no delay and no adverse consequences to the patient.